Event description:
It was reported that revision surgery was performed due to failed right hip arthroplasty and pseudotumor.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, all parts were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. The intraoperative findings of the reported pseudotumor and elevated metal ion levels may be consistent with findings associated with metal debris; however, the root cause of the reported symptoms noted in the legal claim cannot be concluded. The malpositioned, varus femoral head also cannot be ruled out as a contributing factor. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. Additional information: concomitant medical products and device manufacture date.